Event description:
It was reported that during pump priming for an implant, the glue was noticed to be fraying on the bend relief and driveline. The pump was ultimately not chosen to be implanted by the surgeon due to the patient's therapy designation as destination therapy and concern with the cable's integrity. A new pump was used from another case.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.